Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose was over 600 mg/dl. The customer stated that the pump was not delivering insulin. The customer experienced symptoms such as feeling sick, chest pain and nausea. The customer was treated with insulin. The customer was wearing the insulin pump prior during the hospitalization greater than 48 hours. The customer was advised to call back to troubleshoot pump. The customer was not present to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.